Event description:
As reported by the user facility: a nurse sustained a needle stick injury because the safety device of introcan IV catheter did not open up.

Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of b braun (B)(4) (MFR). (B)(4). The actual device involved in the reported incident was not returned for investigation. Without the sample through investigation could not be performed. Detect could not be confirmed on the returned devices from another batch. A review of the batch and mfg records revealed no abnormalities or nonconformities. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container. No specific conclusion can be drawn.